Event description:
Pt assisted with showering by cna. Pt began to slip out of shower bench and cna assisted to floor. Bench noted with right front leg retracted. Malfunction of bench suspected. Pt sustained displaced fracture to left shoulder.